Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, the root cause of the forceps cover missing and the adhesive being peeled off was likely due to the application of an external force such as strong rubbing on the relevant part during transportation, storage, use, cleaning, etc. Since the device was manufactured over six years ago, it is possible the adhesive deteriorated and peeled off due to long-term use. Regarding the deep cut observed on the probe, it is likely this issue was caused by the application of an external force such as hitting or catching the relevant part during transportation, storage, use, cleaning, etc. Since it is considered that this issue can be prevented by observing the items described in the instruction manual, it is considered that it was caused by handling. The instructions for use describes the following warning: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Regarding the other issues identified by olympus service, as outlined in the initial report (leakage observed from under the ud knob/cut switch and stretched angle wires), per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. While reviewing the device, the user report of leakage was confirmed as there was a leak noted under the ud knob/cut switch. Additionally, the control body forceps' cover was missing and the probe unit had a deep cut. Furthermore, the adhesive had deteriorated and the angle wires were stretched. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope experienced a leakage. According to the initial reported, bubbles were coming from the elevator control and the forceps elevator wasn't functioning. There was no patient harm or consequence reported as a result of this event.